Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, controller board, and the 5 volt power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had a generator and control panel error messages. No patient injury was reported.